Event description:
It was reported that the patient was seen at the hospital a month prior to a revision surgery as the inflatable penile prosthesis did not work. The inflatable penile prosthesis pump and reservoir components replaced due to holes in the reservoir. Following the surgery, the patient was stable and improved. The event resolved. .

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported hole and mechanical issue could affect the functionality of the balloon. Product analysis confirmed reservoir hole and mechanical issue. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Device technical analysis: visual and microscopic analysis of the reservoir identified a leak in the reservoir shell that was the result of fatigue and wear at fold; hole at the corner of a fold was present. Product analysis concluded that the identified the fluid loss in the reservoir shell is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure has been chosen.

Event description:
It was reported that the patient was seen at the hospital a month prior to a revision surgery as the inflatable penile prosthesis did not work. The inflatable penile prosthesis pump and reservoir components were replaced due to holes in the reservoir. Following the surgery, the patient was stable and improved. The event resolved.